Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 50 mg/dl. Customer¿s blood glucose level was 57 and 80 mg/dl at morning. The troubleshooting for low blood glucose level was not completed since customer declined and stated that her low blood glucose was not pump related. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer informed that they did not used auto mode feature. Customer reported that they did not contacted their health care professional regarding the low blood glucose event. The customer did not provide any symptoms regarding low blood glucose. The customer was treated for the low blood glucose with food. Customer stated that they had eaten honeycomb cereals, hot dog sandwich and yogurt. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege insulin pump was over delivering. Customer mentioned that her father is in the hospital and she has been on a lot stress lately. The insulin pump was not returned for analysis.